Manufacturer narrative:
(B)(4), the customer reported that the screen was not displaying as a result of a failure to power up. The device was evaluated locally. Replacing the optical/therapy switch resolved the failure.

Event description:
The customer reported that the screen was not displaying as a result of a failure to power up.